Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
When the surgeon move the patient's humerus to take x-ray film after taking away a brace, dislocation seemed to be happened. Then the surgeon reduced by hand under anesthesia on the same day.